Manufacturer narrative:
The device history record (DHR) was reviewed for reported lot number, no issues were observed. The product was manufactured, tested, and released in accordance with validated procedures. Device return is pending confirmation of availability. If the device is returned to new world medical, an addendum will be filed upon completion of the evaluation.

Event description:
Defective valve. Surgical intervention was required. The patient returned the following day with significantly elevated intraocular pressure due to improper valve function. The device was subsequently removed and replaced with another implant.